Manufacturer narrative:
Device passed the displacement test, rewind, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The test battery was removed and reinserted with no a21 alarm noted. Device was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty fsr (gold). The motor was tested outside of the unit and passed. Unable to perform the occlusion test, excessive no delivery test and the dat test due to prime anomaly. Unable to test for possible over delivery anomaly due to prime anomaly. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband was reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020. Customer treated with food. Customer¿s blood glucose level was 80 mg/dl. The drive support was sticking out. Customer reported that the insulin pump was over delivering. The insulin pump will be returned for analysis.